Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/28/2019. Additional investigation summary: it was received for analysis an empty opened foil, a detached needle and a suture piece of product code sxpp1a300, lot lkm340. During the visual inspection of a detached needle, the swage and attachment area were noted as expected and no suture remnant was noted into the barrel hole. The suture was examined and present body fluids, the impression of the swage area was not observed due to the ends were cut appears to by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the pull off suture needle is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lkm340 batch number, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent abdominoplasty procedure in 2019 and barbed suture was used. The barbed suture needle pulled away from suture during closure. The procedure was completed successfully. There were no adverse patient consequences reported.